Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the previously universal surgical manipulator 1 (usm1) issue of the da vinci system not being able to complete homing or self-test had returned. The customer performed multiple wiggle test on the usm1 z-axis, along with multiple power cycles to get the usm arm to pass the usm arm self-test. The procedure was aborted to another dv system with no reported injury.